Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the up/down knob, right/left knob, and switch 2 had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Based on the results of the investigation, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU states that detection method in cf-q150l/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-q150l/I reprocess manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.